Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon applicator got stuck inside - vaginal [foreign body in reproductive tract]. Tampon applicator plastic scraped insides - vagina [vulvovaginal injury]. Tampon applicator plastic caused scraping [medical device site injury]. Tampon applicator plastic scraped insides upon insertion [complication of device insertion]. Painful - vaginal [vulvovaginal pain]. Tampon applicator plastic caused pain [medical device site pain]. Tampon string broke, tampon difficult to remove [device breakage]. Irritation - vaginal [vulvovaginal discomfort]. Tampon caused irritation [medical device site irritation]. Tampon string broke, caused irritation upon tampon removal [complication of device removal]. Case description: consumer reported via social media that the tampon applicator gets stuck inside when trying to insert the tampon and that the string broke. No serious injury reported.